Event description:
This female patient with a history of hunt and hess grade (ii) and modified rankin scale (1) and rupture aneurysn (01/2006) was undergoing coil embolization within the posterior circulation distal 1/3 of basilar (includes superior cerebral) aneurysm in 2006. Aneurysm size 3.3mm x 3mm, neck 2mm, neck/sac ratio.63. One dcs orbit coil was placed also, additional non-cordis coils were placed, result angiogram occlusion. Homogeneous coil packing into the aneurysm excellent. Homogeneous and complete neck coverage of aneurysm was reported excellent. Estimated angiographic occlusion of the neck complete obliteration. No neck protection was needed. Stability of coil during detachment was reported as excellent. Microcatheter (bs) tip placement and deflection during coil deployment suboptimal microcatheter placement product complaint. Hemorrhage (aneurysm rupture) probable related to the dcs orbit . No medication administered.